Event description:
A caller reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. The customer changed the cartridge and infusion set and resumed insulin therapy.